Event description:
During a standard treatment, the dental handpiece got hot and burned the pt inside the cheek to the corner of the mouth. Pt did not receive any medication or ointment for the burn but was instructed to do warm salt water rinses. Pt healed completely.

Manufacturer narrative:
The analysis of the product did show that the head of the handpiece had a dent. This caused the backup button to stick in, hence an abnormal inner friction caused the head to heat up. Out of experience, a dent is the result of a strong hi, e.g. A drop during the reprocessing of the handpiece. The user instruction requires a visual and functional test prior to each use to ensure that the product is running within specifications. Reported due to the 2 yr presumption rule.